Event description:
It was reported, that the patient's right ventricular (rv) lead exhibited intermittent capture. And had high capture threshold. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
The lead and the system on the left side was programmed off and a new system was implanted on the right side on (B)(6) 2024.